Event description:
Pt with an external ventriculostomy device. External drainage collection tubing set attached to device. Tubing set leveled and attached to pole with 2" silk tape and c clamp. Tubing set found on floor and noted to have 200 cc more csf fluid than previously checked (approx 1 hour, 50 min.) Pt developed seizures, was paralyzed and intubated, given medication and transferred to a critical care unit.